Event description:
During preparation for a coronary artery bypass graft surgery, three heartstring seals cracked while loading the seals into the delivery tube. The report indicated that the prodcedure was not completed successfully using a heartstring. No additional information was provided and no patient complications were reported.